Event description:
After insertion of allergan 410mf I started developing severe food allergies. I did 2 anaphylactic shocks. The allergies stayed for about 4 years then just disappeared. I have brain fog every day and severe migraines monthly/sometimes weekly. I have sharp pain in the breast most days. I have developed pcos with many impacts on my health. Reading about these implants being recalled (textured allergan causing "bi-acl") but nothing offered to me while having ticking bombs in my chest is the absolute worst. I just want them out but first have to gather (B)(6), as it's not covered even though it causes cancer. Since the operation I've had hives, skin problems, irritable colon problems, chronic fatigue, irritability. FDA safety report ID# (B)(4).